Event description:
During left hip arthroplasty, surgeon was using the impactor which broke during the hammering and placing of the femoral cup. All pieces retrieved and no patient harm. Surgery was completed successfully.